Event description:
Patient was in shower chair, being wheeled back to his room. As chair was wheeled from concrete floor onto carpeted area, chair tipped over backwards and back support of chair broke. Patient then fell back onto floor, hitting back of his head and back area. Patient sustained compression fracture of l1, and bruise to back of head. Resident was sent to hospital emergency room, and follow-up with dr. Rx-analgesicsdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: component failure, storage/shipment. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.